Manufacturer narrative:
The field service engineer (fse) reported the device is out of warranty and the customer opted to repair the device themselves. The fse reported the device is back in use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested. Serial number was not provided by customer.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm.